Event description:
It was reported that a foley catheter was unable to be removed from a pt three days post-operation due to the balloons ability to deflate. It was also stated the pt was put back under anesthesia where a "cystoscope capsule was used to pierce the water and pull out the urine tube".

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. The device was used on a pt, however no physical harm to the pt was reported. It was reported that this event caused psychological effects to the pt. Multiple attempts were made to gather additional info regarding product info, correct lot number and additional event/ pt info. However at this time no additional info was able to be obtained. No additional pt/event details have been provided to date. Should additional info become available a follow-up report will be submitted. A return sample for evaluation is not expected.